Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue as running for 4 hours/ battery not charging.no harm.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the power management board. After an hour of being plugged in, the batteries were charging. The fse performed a full preventive maintenance (pm). The unit passed all tests and calibrations. The iabp was then ready for clinical use.